Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his cats would bite the tubing but he did not receive no delivery alarms. When he received no delivery alarms, the reservoir would be clogged. He used an eraser to push the bottom on the reservoir and it would not budge. Customer's blood glucose level was not reported. The device was not returned.